Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral inner thighs on 20/apr/2024 using the cooladvantage applicator. The patient reported severe pain that started on 22/apr/2024 and the treated skin area was an abnormal color. The patient was admitted to the hospital on (B)(6) 2024 with complaints of dark purple patches and severe pain and was diagnosed with panniculitis. Medical treatment included hormonal infusion therapy to control the inflammation in the treated areas. The patient was discharged from the hospital on (B)(6) 2024 with improved signs and symptoms.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient.